Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 470 mg/dl. The customer treated her high blood glucose level with the insulin pump. The customer declined troubleshooting the insulin pump for high blood glucose levels. The customer had a bad experienced in the past and thought something was wrong. The device was not returned.